Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac perforation and subsequent patient death could not be conclusively determined.

Event description:
Related manufacturer reference: 2030404-2014-00069, 2030404-2014-00070. During an atrial flutter ablation procedure, a cardiac perforation occurred and the patient expired. An inquiry steerable ep catheter was placed in the coronary sinus (cs) and an agilis nxt introducer with a safire blu duo ablation catheter was used to ablate an atrial flutter line through the isthmus. Post-ablation, the patient became hypotensive and hypoxic, requiring cardiopulmonary resuscitation (CPR). A transthoracic echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed. The patient's chest was then opened, which revealed a cardiac perforation at the av junction, posterior to the cs. The physician believes the cause of death to be a cardiac perforation. There were no performance issues with any sjm device involved in the procedure.